Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and was unable to recover. A field service engineer (fse) found drawer 5 not sensing closed, which caused the station to shut down. The fse removed the drawer, checked the inseparable for a missing magnet, replaced the inseparable, reinstalled the drawer, and restarted the station. After testing the drawer in the hardware test application, it functioned correctly. The fse then ran the acceptance test successfully, restarted the application, and confirmed the customer was able to recover the drawer and inventory the medication. The customer verified functionality. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.